Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor data was analyzed and no abnormalities were observed with the sensors data. Sensor state 7 with event code 11,224 & 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, issue is not confirmed due to lsa ( late sensor attenuation ) . All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with samsung galaxy a72 phone with os version 13 and 3.4.2.9593 app version. A customer reported an unspecified error message with the adc device and was unable to obtain readings. The customer experienced excessive sweating and a loss of consciousness. The customer had contact with a healthcare professional (hcp) who only measured their blood glucose (result "5.3 or 5.4") for treatment. No medication and no further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with samsung galaxy a72 phone with ios version 13. A customer reported an unspecified error message with the adc device and was unable to obtain readings. The customer experienced excessive sweating and a loss of consciousness. The customer had contact with a healthcare professional (hcp) who only measured their blood glucose (result "5.3 or 5.4") for treatment. No medication and no further treatment was provided. There was no report of death or permanent injury associated with this event.

Event description:
An error message was reported with the adc device in use with samsung galaxy a72 phone with os version 13 and 3.4.2.9593 app version. A customer reported an unspecified error message with the adc device and was unable to obtain readings. The customer experienced excessive sweating and a loss of consciousness. The customer had contact with a healthcare professional (hcp) who only measured their blood glucose (result "5.3 or 5.4") for treatment. No medication and no further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer reported for replace sensor error. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app. Sensor was remained on the keithley for few days. Replace sensor error message was not observed. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with samsung galaxy a72 phone with os version 13 and 3.4.2.9593 app version. A customer reported an unspecified error message with the adc device and was unable to obtain readings. The customer experienced excessive sweating and a loss of consciousness. The customer had contact with a healthcare professional (hcp) who only measured their blood glucose (result "5.3 or 5.4") for treatment. No medication and no further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor data was analyzed and no abnormalities were observed with the sensors data. Therefore, issue is not confirmed due to lsa ( late sensor attenuation) . All pertinent information available to abbott diabetes care has been submitted.